Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the patient was still not experiencing improvement in symptoms control even though they had bumped up the setting. The caller also mentioned that she switched to program 2 on (B)(6) and that the patient tied to increase stimulation herself on (B)(6). During the call the caller had to replace the patient programmer batteries as she was getting a screen that wasn¿t the therapy screen. The caller was able to connect and increase a couple of clicks. Additional information from the patient reported she received a follow up letter asking what her weight was at the time of the event she stated it was unknown. The patient stated she had accidents every morning. The patient changed to program 3 and she was at 2.3 and was feeling comfortable stimulation. There were no further complications that have been reported as a result of this event.

Event description:
A consumer reported starting in (B)(6) 2017 the patient wasn¿t getting the warning to go and it wasn¿t working so they bumped it up and changed the program a couple of times, but it didn¿t help and now it was hurting them. It was noted the patient recently had knee surgery two weeks ago, but the device was turned off for surgery, but the patient¿s knee was still hurting them on (B)(6). Initially during the time of the call the patient was on program 1 at 3.3, but the consumer was successful in changing to program 2 at 2.1. The patient was going to try this program to see if it helped. No further complications were reported. Relevant medical history includes gastrointestinal/pelvic floor.